Manufacturer narrative:
The reported event was confirmed. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. Review of the archive data revealed a system error 136 (internal parameter corrupted) message. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The autopulse platform (B)(4) is a reusable device and was manufactured on 11 feb 2005. It has exceeded its expected service life of 5 years. As part of routine service during testing, the device was examined and found physical damage. This observation is unrelated to the customer report of system error message and is characteristic of wear and tear for the life of the device. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform (B)(4).

Event description:
The autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" message during customer training. No patient was involved with this event.